Manufacturer narrative:
Continuation of d10: product ID: 8780; lot/ serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2026; product type: catheter. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2024; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that there was no cerebrospinal fluid (csf) coming from the catheter, patient stated that she was not getting relief. Patient also stated the pump was not working. The catheter access port (cap) was accessed and attempted to be aspirated unsuccessfully. The cause was not determined. The pump was changed because it was 4 yrs old and surgeon did not was her to go through another surgery. The event resolved at the time of this report.